Event description:
It was reported that, shortly after implant, the patient had pain that was considered to be a 'ten out of ten.' It was stated that there were no signs that suggested a pocket fill or a relation to the surgical procedure like bruising or swelling. During the implant, a healthcare professional (hcp) was able aspirate 2ml of cerebrospinal fluid from the catheter access port. Later, the hcp increased the pump dose by 5mg to a total of 6mg per day, which cut through some of the pain, dropping it to a 'seven out of ten.' However, it was stated that the patient had also received steroid injections during that time, so how much effect the dose increase had. It was noted that, later in the day, the patient was still feeling pain. It was also noted that, during the patient's trial, he had responded 'excellently' when given a 1mg bolus of dilaudid. It was additionally reported that the patient was having a difficult time with the medication and had been disoriented. It was stated that the current drugs would be removed and the pump would be filled with a 'new cocktail.' The current drugs were bupivacaine and dilaudid. Additional information was provided that the patient did not respond to the bupivacaine and dilaudid mixture, so the physician chose to increase the drug dose to 7mg per day, which resulted in better pain control. Since then, catheter access port aspiration and a subsequent bolus were used to remove the old drug before replacing it. The new drugs in the pump were fentanyl, bupivacaine, and ketamine and the patient was noted to be 'doing much better' and was planned to be discharged on the following (B)(6).

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).